Event description:
The pt has two leads (from the same lot). It was reported the pt is not receiving adequate coverage. The pt was reprogrammed and will use the new settings to see if she receive pain relief over time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.